Event description:
Patient was given a total knee replacement surgery on (B)(6) of this year at the (B)(6). She was fine for about one month and later started to experience pain. They had her have the usual x-ray and other studies done but apparently everything was ok. She then went to see another traumatologist who saw the x-ray taken on the month of (B)(6) where he observed a small femur fracture. He had her take an scintigraphy and later visited the knee replacement team at the italian hospital with that exam and the chief of service told her that the prosthesis (a stryker scorpio) had displaced itself and had caused a fracture. Up to this point she has been fractured and in pain for over 8 months.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a scorpio classiq femoral component was reported. The reported event indicates there was a femoral fracture leading to implant migration. The reported event does not allege a failure of the femoral component. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient was given a total knee replacement surgery on (B)(6) of this year at the (B)(6). She was fine for about one month and later started to experience pain. They had her have the usual x-ray and other studies done but apparently everything was ok. She then went to see another traumatologist who saw the x-ray taken on the month of (B)(6) where he observed a small femur fracture. He had her take an scintigraphy and later visited the knee replacement team at the (B)(6) hospital with that exam and the chief of service told her that the prosthesis (a stryker scorpio) had displaced itself and had caused a fracture. Up to this point she has been fractured and in pain for over 8 months.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device remains implanted.